Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03636. The pt received 2 trial scs leads with the same lot number. It was reported the pt experienced discomfort at one of her lead implant sites. It was also reported the pt began to bleed heavily from a lead implant site after one of the scs leads were removed during the trial explant procedure. The pt was taken to the hospital to stop the bleeding. F/u identified the issue has resolved and the pt is no longer hospitalized.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.